Event description:
A surgeon reports a poor clinical outcome in both eyes for a patient following bilateral prk surgery. This report is for the right eye, the left eye will be reported on manufacturer report # 3003288808-2012-00049. Postoperative refractive error provided by the surgeon reflects induced astigmatism and a 1 line decrease in bcva in the right eye at 5 months post-op. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).